Event description:
Itotal implant kit sn (B)(4) was shipped with poly inserts of a different serial number. The poly inserts for sn (B)(4) were located at the manufacturer after the implant kit had shipped. This issue was identified one day prior to scheduled surgery and therefore the implant kit had not been used. The surgeon elected to proceed with the surgery using an implant from another manufacturer.

Manufacturer narrative:
A field action was initiated. Ref report number: (B)(4).